Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent failure to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 2x15mm trek balloon was used for pre-dilatation, and a 2x15mm xience sierra stent delivery system (sds) was advanced. The balloon of the stent completely failed to inflate, so the sds was removed without issue. A same-sized xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.